Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, oversensing due to noise was noted. Low pacing lead impedance was also noted. Lead damaged was suspected. The lead was capped and replaced. The patient was in good condition after the event.